Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that no image is displaying during reprocessing involving a ultrasound gastrovideoscope. There was no patient involvement reported.